Manufacturer narrative:
Additional information was received that infection was located at the midline incision site. It was believed that the infection was due to the wound not closing. The infection was not device related.

Event description:
A report was received that the patient underwent an explant procedure due to infection and was placed on IV antibiotics. The physician believed that patient had a mild infection prior to explant but was not sure until he opened the pocket and midline incision site. There was no suspected device malfunction.

Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to infection and was placed on IV antibiotics. The physician believed that patient had a mild infection prior to explant but was not sure until he opened the pocket and midline incision site. There was no suspected device malfunction.